Manufacturer narrative:
No devices or photos of the devices were returned therefore a determination on the condition their condition could not be made. Review of the device history records for the glenosphere and poly liner did not find any deviations or anomalies. The device was used for treatment. A lot based complaint history search found no additional complaints related to the glenosphere or poly liner lots. The provided part numbers are an approved and compatible combination. The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." The provided operative notes state "the final liner was selected. This was a +6 offset 40-millimeter diameter poly liner. The shoulder was then reduced and taken through a full range of motion. It had good overall stability, no signs of impingement and appropriate tension on all soft tissues." Joint tensioning is based on the surgeon's clinical evaluation as such no deficiencies with products could be found.

Manufacturer narrative:
(B)(4). Other device used: catalog #00434904011, tm reverse glenosphere, lot #62967275 remains implanted. This report will be amended when our investigation is complete.

Event description:
It was reported the patient was revised due to pain, dislocation, and a decreased range of motion.